Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient came into clinic for a wound check 10 days post implant the wound site had not properly closed. The physician was concerned about possible erosion or that the device was migrating out of the implant site. The wound was debrided, flushed, and sutured to close the implant site. The patient was not symptomatic before, during, or after the procedure.